Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the brush part came out from the channel of the subject device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the channel cleaning brush was broken due to fatigue such as bending, scratches, and repeated use stress.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, a brush part of the channel cleaning brush fell into the channel of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.